Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device displayed a "poor pad contact" message when using these pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The electrodes were returned for evaluation; the malfunction was observed during visual and microscopic evaluation. The malfunction was attributed to a dislodged jumper wire (self test wire). It was determined that the dislodged wire on the electrode pad does not have any effect on the functionality of the electrode pads. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. A replacement was sent to the customer. Analysis for reports of this type has not identified an increase in trend.